Event description:
New information received indicated that previous episodes of non-sustained lead noise to premature ventricular contractions and premature atrial contractions were observed. Programming changes were made and the issue was resolved. Patient was stable.

Event description:
New information received indicated that further episodes of non-sustained ventricular oversensing due to intermittent oversensing of myopotentials were observed. Programming changes were made. Patient will continue to be monitored.

Event description:
It was reported that when the patient presented in clinic, episodes of non-sustained oversensing were observed on the right ventricular channel due to suspected myopotentials oversensing. The oversensing was reproducible with deep breathing. The device was reprogrammed but oversensing continued to be seen. The physician elected to revert back to its original programmed settings and not adjust sensitivity. The device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).